Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, while attempting to tighten a cable, the cable tensioner with pistol grip began to tension and at a certain point snapped back and lost all tension in the cable. The cable was not able to be tensioned with the cable tensioner with pistol grip. Pistol grip tensioner was replaced with the dial tensioner to complete the tensioning of the cable. There was less than two (2) minutes surgical delay. Procedure was completed successfully. There was no patient consequence. Concomitant devices: cable (part: unknown, lot: unknown, quantity: 1). This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: DHR review was completed. Part # 03.221.015 , synthes lot # p297634 , supplier lot # p297634 , release to warehouse date: 01dec2017 , supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition h3, h6: customer quality conducted an investigation of the returned device. Service & repair evaluation: the device was initially received at service and repair for investigation. The repair technician reported the tensioner was not functioning. Unable to test is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 26-sep-2018. The vendor reported the housing cap was catching on the washer and the device could not be repaired. The vendor was unable to repair the device. Evaluation: investigation flow: device interaction/functional supplier investigation (including visual and functional inspection): the supplier investigated the device. The quality complaint inspection results for this device are as follows: the tensioner passed its initial functional inspection with measurements of 40.8, 40.2, & 41 .2kg. A failure mode was not identified at this time. The device was found to function as intended. Further investigation into the two different inspection outcomes (repair inspections versus quality complaint inspections) confirmed that there was an issue with the tensioner "seizing up" approximately every 3rd or 4th attempt at tensioning. This was not observed during the quality complaint inspections because of the fact that the defect is not observed at every attempt at tensioning. The complaint inspections functionally passed the tensioner as there were no issues observed at that point in time. Further, the device was still calibrating correctly despite there being an underlying and unbeknownst issue. Depuy-synthes approved destructive testing on 11/8/2018 so that the tensioner could be disassembled and the inner components evaluated. These evaluation results are as follows: visual inspection of the inner components confirms material deformation to two of the washers that are housed within the tensioner body. Dimensional inspection found the diameter of the housing cap to meet print. Functional inspection again passed the tensioner with tension readings found to be within specification. A second DHR review was conducted and found that the device met manufacturing specification prior to shipping. Date of manufacture: 11/07/2017 date of failure: 10/2/2018 days to failure: 329 days a review of past occurrence has confirmed that this is the 1st confirmed complaint involving material deformation to the inner washers affecting the functionality of an internal tensioner. Based on total units sold to depuy-synthes from october 2017 through october 2018, the complaint rate for this occurrence is <0.01%. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Cq document/specification review and dimensional inspection: the following drawings, reflecting the current and manufactured revision, were reviewed. Cable tensioner with trigger handle: housing cap ¿ pistol grip tensioner: (provided by supplier ) . During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection of the relevant washers was not completed as the cause of the issue is the post manufacturing damage to the washers. Conclusion: the device was investigated by the supplier who determined that the complaint is confirmed, agrees with the complaint description, and can be replicated as the tensioner was found to be "seizing up" approximately every 3rd or 4th attempt at tensioning. However, the device was found to still be calibrated correctly. It was determined that the issue was due to deformation of two of the washers that are housed within the tensioner body. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.